Event description:
Pt reports he had a reaction to anesthesia. No symptoms were reported. He was having surgery to implant a new device. Reason for new implant not reported. States he is no longer having a reaction. Additional information has been requested.

Manufacturer narrative:
Reason for late MDR due to implementation of process improvement...